Event description:
Arthroscopic surgery left knee begun. Surgeon could not obtain good visualization due to lines on picture. Another scope ordered and estimated time of delay 20 min. Due to sterilization procedure. Surgeon cancelled surgery and rescheduled pt.